Event description:
It was reported that during dialysis catheter placement, the tip of the tunneler allegedly broke off. It was further reported that the physician was aware of this issue and removed the device. Reportedly, another device was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one 23cm glidepath hemodialysis catheter and one tunneler were returned for evaluation. Gross visual and microscopic visual evaluations were performed. The investigation is confirmed for damaged tunneler tip, as a portion of the plastic proximal end of the tunneler was observed to be detached and lodged in the distal end of the catheter. The edges of the tunneler tip break were observed to be slightly jagged. The exact root cause for the damaged tunneler could not be determined. However, it is likely that supplier issues may have contributed to reported event. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate. (Expiration date: 07/2020)

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiration date: 07/2020).

Event description:
It was reported that during dialysis catheter placement, the tip of the tunneler allegedly broke off. It was further reported that the physician was aware of this issue and removed the device. Reportedly, another device was used to complete the procedure. There was no reported patient injury.